Event description:
It was reported that the programmer would not interrogate any device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent interrogation due to loose rf (radio frequency) connector on a printed circuit board assembly.